Manufacturer narrative:
G2: report source (other): FDA maude report MFR report: 2124215-2021-39000 is for the same event but second patient mentioned as part of the event maude reference number for this event is mw5105079. B1:adverse event/product problem: corrected from product problem to adverse event b2: outcomes attrib to adv event: corrected from not applicable to other serious (important medical events) investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with photoselective vaporization of the prostate procedures and are noted as such in the device instructions for use. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Pain, urinary tract infection, fever and headache were found to be listed in the IFU. Although endocarditis, stroke, ards, fluid in the brain, coma and pneumonia are not listed in the risk documentation, they can be consequences of an untreated urinary tract infection, sepsis and cascading events. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated that several days after a photoselective vaporization of the prostate, he experienced a slight fever and headache. It was assumed by the patient he had covid. However, over the period of six weeks the symptoms started worsening until the patient could not walk and eventually collapsed. The patient was diagnosed with an endocarditis due to an untreated urinary tract infection (uti). The patient stated that as a result of the endocarditis, he had an open heart surgery to replace his aortic valve due to vegetation. The patient also stated he had a brain surgery due to fluid in his brain. The patient also stated he experienced acute respiratory distress syndrome (ards) and was put on a ventilator and a tracheotomy was performed. The patient stated he was in a coma for four months. After physical therapy, the patient stated he returned to the hospital with a pneumonia and a brain scan showed he had a stroke in the past that he believed can be related to the open heart surgery. At present, the patient stated that he is experiencing pain in his extremities and diminished eyesight from the stroke. The patient further reported that a friend alleged that a different patient who had the same procedure is in a coma. This report is for the patient reporting his symptoms post pvp.

Manufacturer narrative:
Report source (other): FDA maude report. MFR report: 2124215-2021-39000 is for the same event but second patient mentioned as part of the event maude reference number for this event is mw5105079.

Event description:
It was reported that the patient stated that several days after a photoselective vaporization of the prostate (pvp), he experienced a slight fever and headache. It was assumed by the patient he had covid. However, over the period of six weeks the symptoms started worsening until the patient could not walk and eventually collapsed. The patient was diagnosed with an endocarditis due to an untreated urinary tract infection (uti). The patient stated that as a result of the endocarditis, he had an open heart surgery to replace his aortic valve due to vegetation. The patient also stated he had a brain surgery due to fluid in his brain. The patient also stated he experienced acute respiratory distress syndrome (ards) and was put on a ventilator and a tracheotomy was performed. The patient stated he was in a coma for four months. After physical therapy, the patient stated he returned to the hospital with a pneumonia and a brain scan showed he had a stroke in the past that he believed can be related to the open heart surgery. At present, the patient stated that he is experiencing pain in his extremities and diminished eyesight from the stroke. The patient further reported that a friend alleged that a different patient who had the same procedure is in a coma. This report is for the patient reporting his symptoms post pvp.